Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 420 mg/dl at the time of incident and the current blood glucose level was 183 mg/dl. Customer did not wish to continue troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did used auto mode feature at time of high blood glucose event. The customer stated that the insulin pump had insulin flow blocked alarm. The device will not be returned for analysis.